Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form the healthcare provider regarding a patient receiving baclofen (2000 mcg/ml at 738.9 mcg/day) via an implantable infusion pump. It was reported that a refill was performed on (B)(6) 2021 and the patient started experiencing withdrawal like symptoms and patient was obtunded.